Manufacturer narrative:
The field service engineer (fse) observed fluid leaked on fitting ff107 at pinch valve vl55 that had also sprayed on the sensor interface board and its connectors. The fse repaired the fitting and resolved the fluid leak and cleaned the sensor interface board connectors to resolve the error messages. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported less than ten milliliters of fluid leaked under the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.